Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Per the (B)(4) or return fields in (B)(4). The evaluation is identified as a controller/joystick/options / not able to duplicate issue. Tested fully functional. Cut insulation on cable. Torn cable strain relief, missing sd slot cover, time and date not set right. Dirty pcb.

Event description:
Provider alleges, the end user was at the table eating lunch and the chair lunged toward the table on its own, and knocked everything off the table. There was no injury to the end user. The end user was startled. The provider, wanted to document in case of any issues. The joystick has been replaced under the recall and customer service has expedited the order.